Event description:
It was reported that the pump battery could not be charged; subsequently, the distributor received the pump for evaluation and could not turn the pump on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.